Event description:
It was reported that a seal could not be achieved in theatre, the dressing was not vacuumed. Twenty four hours later a second attempt to gain a seal was not successful. The pi decided not to use the pico dressing. The reported device deficiency caused no adverse event.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the part and lot numbers provided, there have been further complaints reported with this issue in the past three years. It was reported that the device was used for treatment in which a sufficient seal could not be obtained. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Potential causes for the issue experienced are: filter/port not adhered to dressing correctly, connector not correctly fastened and secured to the pump, tubing trapped, folded over/kinked causing a blockage, dressing integrity has been compromised. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Lot number was provided in d4 and device history record was performed with the lot number provided.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been further complaints reported with this issue in the past four years. It was reported that the device was used for treatment in which a sufficient seal could not be obtained. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Potential causes for the issue experienced are: 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised we have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.